Event description:
It is reported that the 8.0 mm reamer, fractured during surgery. The tip was removed easily and the surgeon completed the surgery with a larger reamer.

Manufacturer narrative:
Eval summary: as returned, the saft of the reamer has fractured at the junction with the cutting head. Since the reamer is flexible, any off-axis loading could have created tensile stress causing product to fail. The conditions indicating how the reamer was inserted and loaded in the bone canal during surgery are unk. To avoid reamer getting lodged during use, the reamer should be immediately stopped and retracted when there is too much resistance. It is also suggested that repeated cleaning of the adhering bone is required if the bone is very hard. Surgical technique suggests to use the reamers which the smallest diameter for initial reaming and then incremented to achieve efficient reaming. It is unk whether the reaming technique used correlated with the surgical technique. There is insufficient info provided to determine the root cause of the part failure. Eval: mfg records are in order and do not indicate any mfg anomalies. Based on the investigation, the need for corrective action is not indicated.